Manufacturer narrative:
The reported issue was confirmed. The pump was tested on 07/19/2019 and failed the volume test. The speaker assembly was replaced and the pump was retested to meet full specification. An email was sent to zyno medical on 07/19/2019 by the distributor but the distributor did not follow the established protocol to fill out the complaint form until 09/12/2019. Zyno medical determined this is a MDR reportable event on 09/13/2019.

Event description:
On 07/19/2019, a distributor of zyno medical reported a speaker malfunction issue. A user facility representative emailed the distributor on 07/01/2019, stating that a pump had a speaker that "went out, no sound." No patient was involved. The medication associated with the incident was gazvya. Device operator was a rn.